Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event. The device referenced in this report was not returned for evaluation. The likely cause of the reported complaint could not be conclusively determined.

Event description:
It was reported that a small pericardial effusion was discovered via intracardiac ultrasound following an atrial fibrillation (afib) ablation procedure. It was reported that the effusion was not seen at the start of the procedure. There were no vital sign changes reported and no intervention was performed. It was reported that the patient will be observed overnight. Several attempts were made via email to obtain the return of the device for evaluation but with no result.